Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, obm manifold and internal battery have to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter will be replaced due to preventive maintenance.

Manufacturer narrative:
Previously it was reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, obm manifold and internal battery have to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter will be replaced due to preventive maintenance. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, obm manifold and internal battery have to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter will be replaced due to preventive maintenance.